Event description:
Manufacturer ref. #: 1912mcc1248.

Manufacturer narrative:
Distilled water from the IV pole leaked into the ventilator and alarms were generated. Received pictures show a liquid ingress adjacent to the safety valve. Deposits/corrosion and electrically burned areas on the pneumatic back-plane printed circuit board were also clearly visible. The pneumatic back-plane printed circuit board was replaced. The evaluation of received device logs show that a technical error indicating a communication error occurred 3 times on (B)(6)2019 in less than 2 hours. The conclusion is that ingress of distilled water led to an issue with the safety valve. A corrosive substance in the ventilator has led to corrosion on the pneumatic back-plane board. No other problems were reported as a consequence of this.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that distilled water from IV pole leaked into the ventilator. Patient involvement is unknown. (B)(4).